Manufacturer narrative:
H11. Additional narrative. Updated d4, h4, and h6. The most likely cause is patient factors, including history of endocarditis and dyslipidemia. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via implant patient registry that a 3300tfx 23mm aortic valve was explanted and replaced with a 11060a 25mm valved conduit after an implant duration of 4 years, 7 months due to thicked leaflets with motion restriction, severe stenosis, and mild regurgitation. Patient presented with increased tiredness. Per medical records, the patient presented with severe bioprosthetic av stenosis (mean gradient 37mmhg and peak of 69mmhg). Patient underwent redo avr with root replacement, mvr (non-ew), and replacement of ppm generator/leads. The patient tolerated well with no immediate complications. The patient was discharged on pod #6. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11. Additional narrative. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it was infected with endocarditis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.